Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged when it fell on the ground. It was stated that a piece of the reservoir compartment broke off and could not hold the reservoir in place. The customer¿s blood glucose level was 33 mmol/l at the time of the incident which was treated with insulin pen. The insulin pump will be replaced and customer agreed to return it for analysis.

Manufacturer narrative:
Unit received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and scratched case. Unable to perform displacement test or lock reservoir in place due to missing retainer.